Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 006 call service alarm. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2017 with the following findings: during investigation, there was no "call service 006 alarms" observed in the black box or pump histories. The pump powered on to a cs 020 alarm. There was moisture visible in the display. The pump case was found to be cracked between the keypad and case seal. The pump leaked at the crack in the case. The pump was opened and there was moisture damage found on the printed circuit board. The call service alarm occurred due to moisture damage.